Event description:
Additional information received. Patient indicated surgery scheduled for (B)(6) 2021. Patient indicated they turned off the unit and switched to lower power.

Manufacturer narrative:
Continuation of d10: product ID 3888-56 lot# va13957 serial# implanted: (B)(6) 2017 explanted: product type lead product ID 3888-56 lot# va15jej serial# implanted: (B)(6) 2017 explanted: product type lead product ID 3888-56 lot# va0rj32 serial# implanted: (B)(6) 2017 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3888-56, lot#: va13957, implanted: (B)(6) 2017, product type: lead. Product ID: 3888-56, lot#: va15jej, implanted: (B)(6) 2017, product type: lead. Product ID: 3888-56, lot#: va0rj32, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3888-56, serial/lot #: (B)(4), ubd: 21-jan-2020, UDI#: (B)(4); product ID: 3888-56, serial/lot #: (B)(4), ubd: 01-apr-2020, UDI#: (B)(4); product ID: 3888-56, serial/lot #: (B)(4), ubd: 18-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller reports waking up today and being able to see a piece of the internal component "sticking out" under her skin. They confirmed all parts are contained inside and skin is not broken, but every time pt touches this "bump" pt is in severe pain. Pt called hcp and was told to call the manufacturer. Agent did not ask about the circumstances that led to the reported issue. Patient services reviewed options to turn stimulation down/off. The patient also mentioned that in (B)(6) of 2019, during a transplant surgery, the hcp cut through the wires and now pt is down to 5 instead of 14 (electrodes). Pt was able to be programmed to continue using therapy without replacing leads. The patient was redirected to their healthcare provider to further address the issue.